Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has problems with electrode. Customer's blood glucose value was 10.4 mmol/l at the time of the incident. The customer stated that the they took the sensor out and noticed the electrode was gone. The sensor will not be returned for analysis.